Event description:
The patient reportedly experiences intermittent drainage at the implant site. Physical examination of the patient indicated an ongoing infection at the implant site. The patient's surgeon decided to explant the device due to the ongoing infection (etiology unknown). The patient was treated with antibiotics (zyvox). Surgery to explant the patient's device has been scheduled.